Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate shocks until therapy was exhausted due to an atrial arrhythmia. There were no allegations made against the functionality of this device at the time this episode occurred. No adverse patient effects were reported. The ICD remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.